Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm. Device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip. No moisture damage on electronic assembly. (B)(4).

Event description:
The customer reported via phone call that she jumped into the pool with the insulin pump and then it alarmed button error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.